Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported an elevated blood glucose (bg) level of 430 (mg/dl). An injection was delivered to address bg level. The customer changed the pump supplies and infusion site; however, the occlusion alarms persisted. The customer then reverted to manual injections for diabetes management. Due to the supplies being changed and event occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed. Reportedly, the customer has contacted their health care provider to discuss infusion set options.